Event description:
During the second pass with the subject retrieval device to remove a clot from the right internal carotid artery (ica), embolization to new right m1 middle cerebral artery (mca) territory at the level of the ophthalmic artery occurred. The physician made two more passes using the same retrieval device and both clots were successfully removed with a thrombolysis in cerebral infarction (tici) score of 3. The reported event related to the subject device and procedure.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
During the second pass with the subject retrieval device to remove a clot from the right internal carotid artery (ica), embolization to new right m1 middle cerebral artery (mca) territory at the level of the ophthalmic artery occurred. The physician made two more passes using the same retrieval device and both clots were successfully removed with a thrombolysis in cerebral infarction (tici) score of 3. The reported event related to the subject device and procedure.